Event description:
It was reported that this pacemaker appeared to exhibit farfield oversensing of right ventricular (rv) pacing on the right atrial (ra) channel. Technical services (ts) discussed troubleshooting options and programming considerations, such as increasing cross chamber blanking to 175 or 200 ms. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.